Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl (concentration 100mcg/ml; dose 25.01mcg/day) and bupivacaine (concentration 30mg/ml; dose 7.5mg/day) via an implantable infusion pump. Indication for use was non-malignant pain and rsd/causalgia - complex regional pain syndrome. On an unspecified date in (B)(6) 2016 the patient was sent to the hcp due to a suspected catheter problem. A catheter dye study was performed and the hcp was unable to aspirate fluid from the catheter. It was confirmed that the catheter was kinked. A catheter revision procedure occurred on (B)(6) 2016. No patient symptoms were reported. The patient requested a dose increase at the time of the catheter revision. Additional information was requested regarding clarification of the dose increase, if there was a device or therapy issue, and the cause of the catheter kink. A supplemental report will be submitted if additional information is received.